Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The third absolute pro stent system referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a lower limb intervention, two absolute pro stents were successfully implanted. A third, 5.0x150mm absolute pro ll self-expanding stent (ses) was advanced to the lesion and deployment attempted, overlapping the second implanted absolute pro; however, the stent could not be completely deployed. During repeated attempts to fully deploy the stent the delivery system handle broke open, so it was decided to remove the stent instead of implant it. During removal of the stent, the second implanted absolute pro became deformed. Another stent was implanted to cover the deformed stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the damage was likely the result of the stents being overlapped and during removal of the partially deployed stent, the damage occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.